Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is no longer functional. Reportedly, the screen no longer illuminates. Customer's blood glucose level was not impacted. Customer indicated they have back up manual injections for continued insulin therapy.